Event description:
The customer was in the lift chair as it started to raise. The back was allegedly raising but the seat section was not lowering. The consumer alleges they got "pinned" in the chair and ems was called.